Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Mw5081014

Event description:
Information was received from a patient. It was reported that after getting the implantable neurostimulator (ins) put in their spinal column, they have not been able to lie down flat. The patient would instead have to sleep sitting up due to pain in their lumbar and thoracic area. The patient would also experience pain in the same area every time they would cough. Prior to getting the ins implanted, the patient was able to sleep lying flat in a fetal position and cough without pain. The patient stated that they have had adjustments made by manufacturer representatives and have experienced relief from sciatic and neuropathy in their feet. It was suggested by a manufacturer representative that the patient had nerve damage from the implant surgery. The patient stated that they have suffered since the operation and continue to suffer. It was noted that the patient¿s pain clinic had not performed any x-rays or investigated to try to figure out what happened to them post-surgical implant. The patient stated that they have lost weight since the surgery and continued to lose weight from all of the post-surgical pain. The patient mentioned that they were referred to a chiropractor, although they expressed fear that they would end up parlayed from that kind of therapy with all of these horrible back issues. It was noted that the patient just wanted a clinic to examine them to see if they experienced nerve damage and if there was a failure from the leads or implant, and to see what was causing all of their pain issues that they didn't have prior to surgery. No further complications were reported or anticipated. Indications for use are non-malignant pain and degenerated disc disease/herniated disc pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that readjustments were made, but it could not reach the patient¿s lumbar ¿ just their leg and hip. It was noted that the issues had not been resolved; the patient slept upright with their ¿husband pillow¿, and had two double medial branch blocks, which had given some relief. No further complications were reported/anticipated.